Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 21mm aortic pericardial valve, implanted approximately five (5) years and eight (8) months, was explanted and replaced with a 2700tfx 23mm valve. Through follow up with the health care provider, the operative report has provided the following information: the operation was due to regurgitation. The preop diagnosis through tee indicated lvef 50 percent with severe concentric lvh, 3+ mr, no ai, with moderate as (avg 35). The aortic prosthesis was a tight fit in the root, with each post embedded in very thick endothelium. The valve had reasably flexible leaflets with early degenerative changes and moderate encroachment by pannus, all consistent with the intraop tee findings. During replacement of the aortic valve, it was noted the valve was tied in place with considerable difficulty, largely because the root itself was so tight and thick-walled. Once struggled into place, it was a good fit at the annular level. The aortotomy was much too tight to close primarily, so it was closed with a large elliptical patch sewn in place both the native mitral valve and aortic bioprosthesis were replaced, patient was weaned from cpb without difficulty. Status of patient was not provided.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: no response has been received from the health care provider regarding requests for additional information and return of the device for evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long-term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which contributes to stenosis (from calcification or host tissue overgrowth). In this case, the operative report confirms the device was explanted due to host tissue causing insufficiency. However, without return of the device for evaluation, we are unable to confirm the provided clinical observations. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The instructions for use for this model device was reviewed and no inadequacies were identified in the warnings, contraindications, and directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.